Event description:
Upon follow up for patient identifier (B)(6) involving a patient burned when subject device sparked, the customer reported a second event. During the week of (B)(6) 2022, the subject device fell apart in the patient and all pieces were retrieved. The customer refused to provide additional information and stated the event was submitted via medsun report.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.